Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length of the catheter balloon was measured (0.7985 inches) and found to be within specification (0.6 - 0.9 inches). The catheter was confirmed to be size 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may e injured.]"

Event description:
It was reported that it was difficult to inflate the balloon on the day of use. Per additional information received via email on (B)(6) 2019, it was confirmed that the reported event occurred during pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon on the day of use.